Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported a patient with poor, cloudy vision following an intraocular lens (iol) implant procedure. Micro-bubbles and glistenings were observed in the optical part of the lens. The lens was removed.